Event description:
Revision surgery - due to too long of a screw in the superior baseplate. Caused patient pain.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available